Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 3.2 was not detected on bus. The field service engineer (fse) opened the back panel to inspect the drawer components and found the bus controller board with a flashing light-emitting diode (led), indicating a loss of communication between the bus controller and the drawer controller board. The row board cable and retractor band were reseated. The drawer was tested in the application and exhibited the same issue. The retractor band was then replaced, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main tower drawers 3 and 4 had failed. The drawers opened but then failed to close properly and displayed a drawer failed to close message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.